Manufacturer narrative:
No failure could be identified as a result of the investigation.

Event description:
Hurt-vagina [vulvovaginal pain]. Cotton coming apart on tampon, retained [foreign body in reproductive tract]. Tampons hurt [medical device site pain]. Tampons didn't remove easily, seems like cotton fell apart [complication of device removal]. Cotton fell apart [device breakage]. Case description: consumer reports via e-mail that tampon didn't remove easily and cotton fell apart. No serious injury reported.

Manufacturer narrative:
A product investigation is in progress.

Event description:
Hurt-vagina [vulvovaginal pain], cotton coming apart on tampon, retained [foreign body in reproductive tract], tampons hurt [medical device site pain], tampons didn't remove easily, seems like cotton fell apart [complication of device removal], cotton fell apart [device breakage]. Consumer reports via e-mail that tampon didn't remove easily and cotton fell apart. No serious injury reported.